Manufacturer narrative:
H3/h6: the system was serviced in the field and the power cord was replaced. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: bi71000499. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A070803 was coded for the mvs green power sign going on and off. A110201 was coded for the mvs not being powered. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used preoperatively during a sacroiliac and thoracolumbar procedure. It was reported that at the beginning of the day, the operating room (or) staff turned on the mobile view station (mvs) and noticed that the green power sign on the front panel was going on and off depending on how the position of the power cable was at the entry of the mvs. The mvs was not powered. The probable cause was a defective power cable. There was no reported delay to the procedure due to this issue, however, the surgeon opted to aborted the entire procedure and postponed to another day before anesthesia had been administered. There was no reported impact on patient outcome.

Manufacturer narrative:
H2) additional information was received stating that the power cable was discarded at the site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.